Event description:
It was reported to philips by a customer that the unit touchscreen is defective. Based upon the information provided, the device was not in clinical use or providing therapy at the time of the event. No harm or injury has been indicated or alleged. The device was evaluated remotely by a philips remote service engineer (rse). Upon further inspection and review of the device, the bme had an issue with the v60 touchscreen not able to calibrate at first, then not sure how, but he was then able to calibrate it. He located an occurrence of an error code relating to failure of the data acquisition printed circuit board analog to digital converter reference. Subsequent investigation and repair of the device found failures of the o2 mix accuracy test during performance verification testing (pvt) which has been cataloged and addressed within a separate complaint record. The relation of the pvt failure to the primary complaint has yet to be determined. The bme replaced and installed the touchscreen to resolve the issue. The unit was functionally tested and successfully passed all testing. The unit was returned to service.

Manufacturer narrative:
B4:04aug2021. Based upon the information provided, the device was being setup for in clinical use at the time of the event reported. No harm or injury has been indicated or alleged.